Manufacturer narrative:
No unexpected button error alarm noted. The insulin pump passed displacement test. All buttons function properly; however, unit had corroded keypad traces. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked reservoir tube and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the inuslin pump may have been exposed to moisture. Customer's blood glucose reading was 173 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.